Event description:
It was reported that the pt had no stim. There was high impedance. The pt's lead and extension were replaced. There was no injury to the pt. No pt outcome was reported.

Manufacturer narrative:
Final device analysis revealed all the conductors were broken at the proximal end of the bifurcation molded rubber. It appeared that the extension was kinked at that location.